Event description:
It was reported that the communication module exhibited multiple wireless intermittent communication loss error while the pump was running. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The communication module was tested with a working pump. The cause of the reported issue was unknown. As a result, no further actions were taken.